Event description:
This spontaneous case with minimal information was reported by a lawyer and refers to a social media post. It describes the occurrence of premature baby death ('birth/death / born at 27-28 weeks gestation') in a female neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy". The neonate's mother was exposed to essure during the first, second and third trimesters. On an unknown date, the mother had essure inserted. On (B)(6) 2015, the neonate was diagnosed with premature baby death. The reporter considered premature baby death to be related to essure. Concerning the injuries reported in this case, the following one was described via social media: premature baby death. Quality-safety evaluation of ptc: unable to confirm complaint. This case with minimal information refers to a social media post. A female infant whose mother had fallopian tube occlusion insert inserted was born at 27-28 weeks and died on the same day (interpreted as premature baby death). This event is anticipated in the reference safety information for fallopian tube occlusion insert. Mother's medical history, including any intercurrences during pregnancy and information regarding concurrent conditions, concomitant medications or past medical history were not provided. Fallopian tube occlusion insert has been previously associated to premature rupture of membranes, premature labour and premature delivery. In this case, although exact cause of death was not provided, it was most likely related to complications associated to prematurity, and causality between the premature delivery and fallopian tube occlusion insert cannot be excluded. Therefore, company assesses premature baby death as related to the suspect device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby death ('birth/death / born at 27-28 weeks gestation') in a female neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "fetal exposure during pregnancy". The neonate's mother was exposed to essure during the first, second and third trimesters. On an unknown date, the mother had essure inserted. On (B)(6) 2015, the neonate was diagnosed with premature baby death. The reporter considered premature baby death to be related to essure. Concerning the injuries reported in this case, the following one was described via social media: premature baby death. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) is found to be duplicate to case (B)(4). This case will be deleted and all information from this case will be transferred to retention case (B)(4). No new follow-up information was received from the reporter. This case with minimal information refers to a social media post. A female infant whose mother had fallopian tube occlusion insert inserted was born at 27-28 weeks and died on the same day (interpreted as premature baby death). This event is anticipated in the reference safety information for fallopian tube occlusion insert. Mother's medical history, including any intercurrences during pregnancy and information regarding concurrent conditions, concomitant medications or past medical history were not provided. Fallopian tube occlusion insert has been previously associated to premature rupture of membranes, premature labour and premature delivery. In this case, although exact cause of death was not provided, it was most likely related to complications associated to prematurity, and causality between the premature delivery and fallopian tube occlusion insert cannot be excluded. Therefore, company assesses premature baby death as related to the suspect device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.